Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. Additional details surrounding the patient's passing are not available at this time. Per clinical review of the patient's download data, the patient experienced treatable arrhythmias on the date of passing, that were not treated due to the response buttons being pressed. It is not known who was pressing the response buttons. From 1:31:29 am to 1:34:00 am, the lifevest detected an arrhythmia. The patient's rhythm during this time was ventricular tachycardia (vt) from 160 to 200 bpm. The response buttons were also being pressed during this time. The response button usage prevented the lifevest from delivering a treatment. At 01:41:06 am, the lifevest was shut down. At 01:41:56 am, the lifevest was powered back on. From 01:42:49 am to 02:09:12 am, the patient's ECG shows vt from 160 bpm to 200 bpm with the response buttons being pressed. The response button usage prevented the lifevest from delivering a treatment during this time. At 2:12:14 am, the electrode belt was disconnected. At 2:12:22 am, the electrode belt was reconnected. At 2:13:53 am, and arrhythmia was detected by the lifevest, the patient's rhythm at this time was vt at 160 to 200 bpm. The response buttons were being pressed during this time. The response button usage prevented the lifevest from delivering a treatment. The detection stopped at 2:18:24. At 2:18:34 the electrode belt was disconnected. At 2:18:55, the electrode belt was reconnected. From 2:19:55 to 2:25:26 am, the lifevest detected an arrhythmia. The patient's rhythm at this time was vt at 160 to 200 bpm. The response buttons were being pressed intermittently during this time and prevented the lifevest from delivering a treatment. From 2:23:47 am to 2:25:38 am, the patient's rhythm was vt at 170 bpm with motion artifact and response button use. The lifevest was shutdown at 2:25:38 am. There is no indication that a device malfunction caused or contributed to the patient's passing. The equipment was returned and was found to be fully functional.